Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed basic occlusion and displacement tests. However, unable to prime unit during prime/a33 test due to faulty force sensor resister gold, the motor was tested outside the device and passed. No motor error alarms were noted. The insulin pump was received with cracked case at display window corners and minor scratched lcd window.

Event description:
Customer reported a motor error alarm during a prime. Customer's blood glucose was 500 mg/dl. The customer could not recall any significant events leading to the alarm. She also stated she was unable to rewind the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.